Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. The patient reportedly was not able to get a result on the meter. The issue on the meter is undefined. Per potential medical notes, "the customer was upset at the fact that meter code number would not show up". There was no result obtained on the patient's meter. There was no result obtained from any other source. There was no result obtained from any other source. There was no comparison between patient's meter and any other device. There was no treatment. The patient took medication without knowing blood test results. Patient did not want be contacted. No further information has been reported.